Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus made multiple attempts to receive more information from the customer without success. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope¿s ligating device hook was stuck inside the channel and could not be pulled out. The issue occurred during a therapeutic purse-string suture and polyp snare procedure there was a procedural delay of 30 minutes or greater during the procedure and it was completed with the same device. The device was inside the patient and the patient was under sedation. There were no reports of patient harm or serious injury.